Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 50 mg/dl when they woke up. Customer treated their blood glucose with food. The customer also reported receiving a calibration error alert with the sensor. It was also found the customer had a change sensor alert and lost sensor alert. The customer declined to troubleshoot for these alerts. The sensor will not be returned for analysis.